Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturers reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the tip of the catheter was partially separated. Initially it was reported that the tip of catheter was twisted. During the procedure, the tip of catheter was twisted (no exposed wires). A second device was used to complete the procedure. There was no patient consequence reported. The event was assessed as not MDR reportable for a tip twisted issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on 23-aug-2022. It is unknown if the damage resulted in any lifted or sharp rings. There was resistance /difficulty during insertion or removal of the device. Detachment was partial. Loosened and pull down the twisted part of the head under x-ray. The additional information stating that the detachment was partial was assessed as MDR reportable for the catheter tip partially separated. The awareness date for this reportable issue is 23-aug-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-sep-2022. The device evaluation was completed on 27-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the tip of the catheter was partially separated. Initially it was reported that the tip of catheter was twisted. During the procedure, the tip of catheter was twisted (no exposed wires). A second device was used to complete the procedure. There was no patient consequence reported. Additional information was received. It is unknown if the damage resulted in any lifted or sharp rings. There was resistance /difficulty during insertion or removal of the device. Detachment was partial. Loosened and pull down the twisted part of the head under x-ray. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, and out of plane test of the returned device. Visual analysis of the device, no physical damage was found on the navistar thermocool. Out of plane test was performed and the device passed specification. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described about the connector issue could not be confirmed as the device performed without any issues. Although no defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use contain the following recommendations: for use with compatible rf generators, carto¿3system and biosense webster cables, and other appropriate interface cables and connectors. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)